Event description:
It was reported that during a percutaneous peripheral intervention procedure, stent migration and difficulty removing a catheter occurred. The target lesion was located in the left renal artery. A 12mm 5.00 veriflex mr stent delivery system (sds) was advanced to the target lesion and the stent was deployed successfully. When the sds was withdrawn into a 6f non bsc sheath the device became locked. Several attempts to withdraw the sds were made. The physician advanced an unspecified guide wire down the middle of the sds, pulled the sds through the sheath and removed both devices together from the patient's anatomy. Under fluoroscopy it appeared that the stent had migrated, it was noted that the stent was not at the intended location. A non bsc sheath, and a 6f lima mach1 guide catheter were placed and the procedure was completed with a 5.0x15 express stent. No further patient complications were reported.

Event description:
It was reported that during a percutaneous peripheral intervention procedure stent migration and difficulty removing a catheter occurred. The target lesion was located in the left renal artery. A 12mm 5.00 veriflex mr stent delivery system (sds) was advanced to the target lesion and the stent was deployed successfully. When the sds was withdrawn into a 6f non bsc sheath the device became locked. Several attempts to withdraw the sds were made. The physician advanced an unspecified guide wire down the middle of the sds, pulled the sds through the sheath and removed both devices together from the patient's anatomy. Under fluoroscopy it appeared that the stent had migrated, it was noted that the stent was not at the intended location. A non bsc sheath, and a 6f lima mach1 guide catheter were placed and the procedure was completed with a 5.0x15 express stent. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the distal section of the device was returned with the tip, balloon and distal extrusion which extended from the tip to approximately 7cm proximally along the extrusion. Examination of the returned device revealed the section of extrusion received for analysis was stretched and kinked. An examination of the balloon found that the balloon was bunched at its distal end, towards the tip. The stent was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "the liberte stent is indicated for treatment of stenotic lesions in native coronary arteries and saphenous vein grafts." Also dfu states,"do not attempt to pull an unexpanded stent back into the guiding catheter while engaged in coronary arteries, as stent damage or dislodgement from the balloon may occur." (B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).